Event description:
Eri status was seen via home monitoring and confirmed during a follow-up on the same day. Device currently remains implanted. Should additional information be received, this file will be updated.